Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water cylinder, air/water tube, and the jet tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device, but unable to trace more specifically, cause not established, and failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder, air/water tube, and the jet tube. There was no patient involvement.